Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following an glaucoma shunt procedure, she got blind/loss of vision and severe eye pain since she had the surgery. She had perfect vision before the stent was put in. It was reported that her vision changed after surgery and progressively got worse. She also had corneal transplant, swollen retina and laser surgery. The patient reported that she had some injections and other treatments for the reported symptoms. Additional information was requested.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because sufficient clinical data was not received, no sample was returned, and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating the patient had pain throughout her head ever since the procedure. The patient underwent trabeculectomy for the high intraocular pressure (iop). The patient was restarted with glaucoma medications. As per the physician, the patient was treated with steroids might have caused the elevated iop. The patient also had hyphema. It was reported that patient's symptoms were still ongoing. It was also reported that the patient had fallen 3 times and had hit head in the emergency room (ER). Additional information was received stating the graft failed and had surface irritation. The patient was prescribed with medications for elevated iop. The patient was upset with going blind in right eye. The physician stated that the increased iop has nothing to do with pain.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from consumer stating the loss of vision was continuing and she could see before the stent implantation.